Event description:
A patient in another country, had his blood glucose tested at the hospital using a contour ts meter and an elite meter. The contour ts read 175 mg/dl, while the elite read 87 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters are to be returned for evaluation. Replacement products were sent to the hospital.